Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. The reported pt effect of intracranial/cerebral hemorrhage is a known adverse pt event listed in the acculink instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Adverse event: intracranial hemorrhage. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that 14 days post successful rx acculink implantation in the left internal carotid artery, the pt was hospitalized with a left parietal hemorrhagic infarct with right sided weakness and slurred speech. The pt's condition improved and he was discharged to home 6 days later. No additional info was provided.